Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir was not able to lock in place when inserted into insulin pump. The customer¿s blood glucose was 170 mg/dl at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had cracked reservoir tube lip, no dog chew mark noted. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.